Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are at end of treatment on the lower arch and they are alarmed at how crooked their lower right lateral incisor still is. The patient was examined by an orthodontist and provided a letter of recommendation. The orthodontist in their exam found mild crowding of the upper teeth and moderate crowding o the lower teeth with some rotations. The upper front teeth significantly overlap the bottom front teeth in a deep overbite. The orthodontist recommendations are braces limited to the upper anterior teeth and across all lower teeth to orthodontically move the teeth into the desired positions. Fixed appliances are the preferred method to correct the significant rotations that are present. Leveling and aligning of the malocclusion. Removal of some enamel between teeth will be required to gain space for crowded teeth in conjuction with the orthodontic treatment in a procedure called interproximal reduction or ipr. Ipr is needed, without it ipr lower teeth will not be able to be aligned or create an anterior crossbite or underbite relationship, also contributing to back teeth no longer touching that may exacerbate tempromandibular joint dysfunction or tmd. Treatment is expected to be 9-12 months, it is dependent on patient cooperation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.